Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the lead was not confirmed. The lead passed continuity testing and laboratory test showed screw marks on the terminal pin at the correct location.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and the electrogram (egm) showed a flat readings. The field representative was suspecting that the lead was dislodged. Boston scientific technical services (ts) stated that the lead could possibly be dislodged or the sensing was off which could also cause a flat egm reading. Attempts to obtain additional information were unsuccessful. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that the left ventricular (lv) lead was explanted due to high pacing thresholds. The lv lead is no longer in service. No additional adverse patient effects were reported.